Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. The device was found to deliver within specification during flow testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump overinfused during therapy in the cardiac unit. It was stated that the pump appeared to have been programmed correctly when the incident occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.